Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that the septum, an internal rubber component of the seal, was torn and fragmented. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar, such as the johan grasper and diathermy hook. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopic left hemi-hepatectomy. Event description: event occurred during lap left hemi-hepatectomy. Roughly 1-1.5 hours into the case the instrument guard of the ctf73 trocar was discovered by the scrub nurse in the patients abdominal cavity while manipulating the liver. The faulty trocar was identified due to the hissing sound of pneumo leaking. The port was primarily being used for instrument exchange, including johan a grapser and a diathermy hook, but prior to using the stapler gun. The instrument guard was retrieved and the port was replaced. Additional information provided by applied medical representative via email 02oct20: I can confirm that the part was colourless. There were no obvious signs that it had been torn, it looked intact, however I have asked the customer to clarify this. Additional information from mhra incident report received via email on 06oct20: part of the disposable port became dislodged from the port and was recovered from the patients abdomen. The part that had become dislodged was a plastic part that is housed inside the black rubber bung, this should not come out. Intervention: component removed, change of device. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic left hemi-hepatectomy. Event description: event occurred during lap left hemi-hepatectomy. After roughly 1-1.5 hours into the case, the instrument guard of the ctf73 trocar was discovered by the scrub nurse in the patients abdominal cavity while manipulating the liver. The faulty trocar was identified due to the hissing sound of pneumo leaking. The port was primarily being used for instrument exchange, including johan a grapser, and a diathermy hook, but prior to using the stapler gun. The instrument guard was retrieved and the port was replaced. Additional information provided by applied medical representative via email 02oct2020, " I can confirm that the part was colourless. There were no obvious signs that it had been torn, it looked intact, however I have asked the customer to clarify this." Intervention: component removed; change of device. Patient status: no patient injury.